Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history reveals call service alarms related to the complaint. The pump powered on with a call service alarm which was unable be cleared. The reference voltage was found to be out of specification. An internal component was removed and the reference voltage was within specification. The pump then powered on and was exercised with normal functionality. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported the pump alarmed for an incorrect battery type being used. The reporter was unable to clear the alarm to continue pump operation during trouble shooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.